Event description:
It was reported that during an unknown procedure, clips stuck inside instrument and doesn't come out. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2025 d4: batch # a9e238 additional information was requested and the following was obtained: "what are the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) Nothing" investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device (a) was returned with the jaws closed and with no apparent damage. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components, the silicon was missing and the trigger was found bent, not allowing the clips to fed into the jaws. In addition, twenty-one (21) clips were found remaining inside the clip track. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.